Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless pacemaker exhibited rising and high thresholds since implant. It was noted per capture thresholds that the trend for the past three days appeared to be stable. It was further reported that the patient returned to the clinic for repeat device interrogation and it was observed that the thresholds have been stable since the previous week. The threshold will be monitored continually remotely. The leadless pacemaker remains in use. No patient complications have been reported as a result of this event.